Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. The customer reported receiving unspecified low sensor readings as compared to readings obtained on an adc glucose meter. The customer experienced symptoms described as "felt very bad and couldn't breathe" and an emergency doctor was called. Upon arrival to her home, a sensor reading of 107 mg/dl was obtained as compared to a reading of "about 600" mg/dl on an hcp meter. The customer was treated with insulin (dose/type unknown) and no further treatment was reported. There was no report of death or permanent injury associated with this event.